Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported early deployment or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that she was replacing a pod and when she removed the needle cap, the cannula was already out. Her blood glucose was 260mg/dl at the time. The pink slide did not move forward and the pod was not worn.

Manufacturer narrative:
The returned device was evaluated and was not deployed. The needle mechanism assembly was inspected and no issues were noted that would result in an early deployment. The device would not have contributed to the reported high blood glucose levels as the device was not worn. The device was observed to have been deactivated after the first priming sequence ended.